Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had some lower back work done at a chiropractor's office, and afterwards stated the leads are touching each other and I am getting electrocuted. The patient had turned the stimulator off, which stopped the shocking. The patient's health care provider reported that the patient was last seen in (B)(6) of 2011, and never came back for follow-up. The patient wanted the device explanted, but did not want to return to the implanting physician, and other physicians familiar with interstim would not explant the system because they did not implant it.

Event description:
It was reported that a loss of therapeutic effect occurred. Pain was also reported around the implantable neurostimulator (ins). The pt reported having thyroid surgery, 3 weeks ago, but the ins was not working before that surgery. The ins was turned off during surgery. The pt was using the restroom every hour and previously it had been every 2 to 2.5 hours. Symptoms were worse at night. A reprogram may take place to recapture therapeutic effect. Add'l info received reported, the pt was getting shocked. The pt had lowered the stimulation as a result of the shocking.